Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft, and its components were implanted in a patient for endovascular treatment of an adbominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the patient was seen approximately 20 months post stent graft implant for a routine follow-up. The CT demonstrated a type iii endoleak between the top of the contralateral gate to 2cm below the contralateral gate which was filling the aneurysm sac. There was also a type ii endoleak coming from the hypogastic artery filling the aneurysm sac. It was reported that during the initial implant there could have been some suture breaks as the stent graft had been aggressively angioplastied. The device has not migrated. The physician elected to reline the iliac limbs with two iliac stent grafts and the type iii endoleak resolved. The type ii endoleak was resolved by covering the hypogastric artery with an iliac cuff. No additional clinical sequelae were repored and the patient is fine.